Event description:
It was reported that during the thrombus retrieval procedure of a internal carotid (ic) occlusion, the subject guidewire was used to cross the lesion but the physician was unable to manipulate it. He applied the torque and attempted to retrieve the subject guidewire which resulted in the fracture of the distal tip of the subject guidewire. A snare device was used to retrieve the broken segment of the subject guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the guidewire was returned broken/fractured in 2 segments (9.7cm from the distal end, approximately). The proximal fragment was inspected, and the nitinol tubing was broken/fractured with the core wire exposed and broken. The distal fragment was inspected, and the nitinol tubing was broken/fractured in two locations with the platinum wire exposed. The core wire distal end was observed through the distal tip dome. The distal tip was hydrated, when dry after approximately 10 seconds, the distal tip showed no anomaly. Functional inspection was not required. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported 'guidewire difficult to advance' was unable to be replicated during analysis, however the reported 'guidewire distal tip broken/fractured during use' was confirmed, confirming the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject guidewire was used to cross the lesion, but the tip of the device was not manipulated, so the torque was applied to the device and attempted to retrieve it. Resulting the fracture of the device at about 10cm from the distal tip. The broken off part was then retrieved using goose neck snare. Additional information provided by the customer indicated the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was normal. The device was returned and confirmed to be broken/fractured. It is probable that the guidewire experienced excess tension/torsion forces during use and removal from the anatomy causing the device to fracture. An assignable cause of procedural factors will be assigned to the reported 'guidewire difficult to advance' and the reported and analyzed 'guidewire distal tip broken/fractured during use' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during the thrombus retrieval procedure of a internal carotid (ic) occlusion, the subject guidewire was used to cross the lesion but the physician was unable to manipulate it. He applied the torque and attempted to retrieve the subject guidewire which resulted in the fracture of the distal tip of the subject guidewire. A snare device was used to retrieve the broken segment of the subject guidewire. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.